Event description:
Caller reported blood glucose results "above 250" mg/dl on her aviva system, "below 130" mg/dl on husband's aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for customer's aviva system, medwatch with identifier (B)(6) is for husband's aviva system.